Manufacturer narrative:
Visual inspections were performed on the returned pouch. The unspecified failure mode could not be tested as some components were not returned. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported unspecified device issue could not be determined as a specific failure mode could not be identified with the returned device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a vessel closure of an unknown vessel using two prostyle devices relative to an abdominal aortic aneurysm (aaa). Reportedly, the devices developed a defect. An unspecified method was used to achieve hemostasis. No additional information was provided.